Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the vacuum valve.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the synchron cx9 alx clinical system was generating low cx4 vacuum errors. Customer technical support (cts) assisted the customer with troubleshooting. During the troubleshooting, the cts had the customer replace the check valve. By doing so the customer was cut by the screwdriver. The customer bled from the injury and washed the cut area. Cts informed the customer that the tubing carries waste from the liquid trap to the waste sump. Customer visited the ER, and stated that injury was on left hand middle and first finger. Described as a paper cut maybe deeper and bled little. The customer was given a booster tetanus shot and antibiotic. The customer confirmed that the wound was not a serious injury.